Event description:
During surgery for mitral valve repair the cannula was used to connect patient to heart lung machine. When the patient was removed from machine, the metal tip of the cannula was noted to have clot formations. The patient was not harmed/injured.====================== manufacturer response for single stage venous cannula, dlp 28 fr. (Per site reporter)======================unknown